Event description:
It was reported that during a cholecystectomy procedure that the clip fell out when it fed into the jaw. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.